Manufacturer narrative:
Investigation of returned suspect collimator bi40000019 2-axis with ladder finds that there is an electrical failure mode confirmed. Collimator initialization error at start up. X-axis blades are tough to articulate. A medtronic representative went to the site to test the equipment. Once the collimator was replaced, the imaging system then passed the system checkout and was found to be fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, every time the site tried to take fluoro the system will not will not enable x-ray; a re-boot of the system sometimes resolves the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.